Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 5 pen ndl 32g 4mm pro were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 5 pen needles clog during injection.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/22/2021. H.6. Investigation: customer returned (4) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The consumer reported finding 5 pen needles clog during injection. The samples were examined, and it was observed that all 4 exhibited a broken non-patient end (npe) cannula. The broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all 4 samples were returned after use, the probable cause of the broken npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were broken after the customer handled the pen needles.

Event description:
It was reported that 5 pen ndl 32g 4mm pro were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 5 pen needles clog during injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pen ndl 32g 4mm pro were unable to deliver medication. The following information was provided by the initial reporter: consumer reported finding 5 pen needles clog during injection.